Event description:
Did the event occur at the time of insertion? Ob es beim einführen des stiftes kann ich nicht sagen. I cannot know if it happened during the insertion. The patient (76 years old) could not give me any information about how the valve was destroyed. Did the issue occur in a hospital or clinic? The complaint processing took place at the patient's home. The valve was probably destroyed during the treatment in the clinic. Or, did the patient seek medical attention because of inability to drain? Yes, I had to replace the valve to allow drainage in the future. Was there any visible damage to the valve? Yes, see photo. Only half of the valve was left. What does partially available mean? I disposed of the defective valve. I did not consider a further inspection of the valve necessary since the valve was mechanically destroyed by improper handling. There was no product defect: how was the failure identified? The damage was the destruction of the valve by mechanical force. Valve is defective because it is only partially available. Valve was changed. Pictures attached.

Manufacturer narrative:
(B)(4): photographs were provided for evaluation. Photographs of the device were evaluated and confirmed the reported failure mode ¿broken valve¿. However, the customer reported in the complaint, ¿there was no product defect.¿ customer also stated ¿the valve was mechanically destroyed by improper handling.¿ the investigation is in agreement with the customer regarding the root cause of the reported failure mode, ¿the valve was mechanically destroyed by improper handling¿ (use related). The most probable root cause is user related, therefore no actions were taken by the manufacturing site. The issue will continue to be tracked and trended by bd.

Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
¿ Did the event occur at the time of insertion? (B)(6). I cannot know if it happened during the insertion. The patient ((B)(6) years old) could not give me any information about how the valve was destroyed. ¿ did the issue occur in a hospital or clinic? The complaint processing took place at the patient's home. The valve was probably destroyed during the treatment in the clinic. ¿ or, did the patient seek medical attention because of inability to drain? Yes, I had to replace the valve to allow drainage in the future. ¿ was there any visible damage to the valve? Yes. Only half of the valve was left. ¿ what does partially available mean? I disposed of the defective valve. I did not consider a further inspection of the valve necessary since the valve was mechanically destroyed by improper handling. There was no product defect! ¿ how was the failure identified? The damage was the destruction of the valve by mechanical force. Valve is defective because it is only partially available. Valve was changed. Pictures attached